Manufacturer narrative:
The investigation is completed and there will be no follow-up report. Country of incident: germany.

Event description:
Löwenstein medical technology has received information about a potential incident and would like to inform you about it. It was reported that the device shut down completely after actively terminating ventilation. After restarting, the display repeatedly went black and the device could no longer be operated. The manufacturer has not received any information about any harm from patients, users or third parties.